Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock because of oversensing of non-physiological noise. Technical services (ts) provided troubleshooting then suggested in-clinic evaluation. This occurred while programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a revision procedure had been scheduled but was cancelled at the physician's discretion. Prior to procedure, isometrics were performed where the noise was reproducible in all sensing vectors. Ts stated that this was likely due to myopotentials or possible lead fracture. It was noted that this s-ICD system had been deactivated in office and the patient is currently wearing a life vest. No additional adverse patient effects were reported. According to additional information, the physician turned therapy back on. There was noise present while programmed in the secondary vector, but it was noted to be handled correctly by the device. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, there was intermittent undersensing during two episodes of atrial fibrillation (af) when the r-wave amplitude decreased along with double counting of premature ventricular contractions (pvc). Ts advised to continue to monitor. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock because of oversensing of non-physiological noise. Technical services (ts) provided troubleshooting then suggested in-clinic evaluation. This occurred while programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock because of oversensing of non-physiological noise. Technical services (ts) provided troubleshooting then suggested in-clinic evaluation. This occurred while programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock because of oversensing of non-physiological noise. Technical services (ts) provided troubleshooting then suggested in-clinic evaluation. This occurred while programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a revision procedure had been scheduled but was cancelled at the physician's discretion. Prior to procedure, isometrics were performed where the noise was reproducible in all sensing vectors. Ts stated that this was likely due to myopotentials or possible lead fracture. It was noted that this s-ICD system had been deactivated in office and the patient is currently wearing a life vest. No additional adverse patient effects were reported. According to additional information, the physician turned therapy back on. There was noise present while programmed in the secondary vector, but it was noted to be handled correctly by the device. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, there was intermittent undersensing during two episodes of atrial fibrillation (af) when the r-wave amplitude decreased along with double counting of premature ventricular contractions (pvc). Ts advised to continue to monitor. No adverse patient effects were reported. According to additional information, there was an attempt at repositioning this s-ICD system. However, the r-wave amplitude was repeatedly low during sensing testing in two out of three vectors. Therefore, the physician elected to explant this s-ICD system. A new transvenous ICD system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock because of oversensing of non-physiological noise. Technical services (ts) provided troubleshooting then suggested in-clinic evaluation. This occurred while programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a revision procedure had been scheduled but was cancelled at the physician's discretion. Prior to procedure, isometrics were performed where the noise was reproducible in all sensing vectors. Ts stated that this was likely due to myopotentials or possible lead fracture. It was noted that this s-ICD system had been deactivated in office and the patient is currently wearing a life vest. No additional adverse patient effects were reported.